Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, no bleed back was achieved through the marker lumen. When attempting to remove the proglide device from the patient anatomy slight resistance was felt and the device separated where the guide and sheath come together. A cut down was performed to remove the separated portion of the proglide device. The tavi procedure was completed and the artery was surgically sutured closed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported guide break was confirmed. The reported difficult to remove is confirmed based on the returned device condition. The reported marker lumen blockage could not be confirmed as the device was returned with blood in the marker lumen. The reported difficulties appear to be technique related and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.